Manufacturer narrative:
Us reporting agent notified on: 07/28/2014. Manufacturing site evaluation: samples received: 1 aluminum pouch, unopened. There are no previous complaints of this code batch. There are 5940 units of this code batch manufactured and distributed, there are no units in stock. The sample received shows brown sealing tape in the back side of the first pack. The customer informs that he received the sample correct with the second pack. It was correct closed and sterile packaged. They have check also the packages and dint' find another sample with this failure. This was the only one in the box. This mistake took place in the manufacturing process, the aluminum splice detector did not work correctly, it did not discard the aluminum part that has the sealing tape that connects two aluminum spools. As there are no other customer complaints received for this issue in the last 3 years we consider that this is an accidental and isolated problem and whole batch is correct. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: it will be added to the trending.

Event description:
Country of complaint: (B)(6). Complaint states: there is a glue strip (brown) on the backside of the foil.